Event description:
The customer reported that after the first of two shocks of a planned cardioversion, there was no ECG wave shown for about 40 seconds. After 40 seconds, the ECG wave was there again. The first shock was done with 200 joules. After the second shock, the ECG wave was not shown until the monitor was switched off and on again.